Event description:
It was reported that, "single ended dall miles tightener would not tighten correctly. Another set opened and used instead.'

Manufacturer narrative:
The results of the investigation confirmed the reported event and concluded that the root cause of the event is due to improper maintenance and lubrication of the devices. A functional evaluation of the two devices was performed. In the as returned condition, a cable could not be easily tensioned using the device (lot # tackb08 & acc337f). The device (lot # tackb08) was disassembled and lubricated. The device (lot #acc337f) was unable to disassemble because the threads were jammed due to lack of lubrication. The cleaning instructions for dall-miles instruments specifies that the instrument must be lubricated before cleaning: "add an instrument lubricant or instrument milk to the mechanism prior to autoclave sterilization. Be sure that the lubricant fully penetrates the jaw mechanism. Apply lubricant to the threaded stud/knob interface prior to autoclave sterilization as well." Additionally, the note "clean and lube after each use" is marked on the outside of the instrument. Manufacture date (B)(4) 2008 for lot #acc337f.